Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. Drawers 2.1 and 2.2 were not functioning, and when plugged in, they caused the pyxis to fail to power on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on black screen and customer disconnected pyxibus cable for drawer 2.1 and 2.2 to power on station. A field service engineer found drawer 2.2 drawer controller was defective by using meter and replaced drawer controller. Then verified drawer functioned properly using diagnostics. The system functioned as intended after the field service engineer repaired the device.